Event description:
It was reported to philips that the customer was unable to perform geometry movements. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was cancelled. The field service engineer (fse) inspected the system on-site and confirmed that the customer was unable to perform geometry movements. Upon troubleshooting, the fse found a stand movement was partly available error message. The fse checked the log files and confirmed a problem with the cube board and power supply unit. To resolve the issue, the fse replaced the cube board and power supply unit. The defective cube board and power supply unit were returned to philips for failure analysis. The failure analysis of the power supply unit showed that inside the power supply, there were many dried-out parts of foam, and the power supply coil was no longer fixed, but it was... Still functional when started up. During the failure analysis of the cube board, it was found that the cause of the cube board failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the cube board and power supply unit by the field service engineer has resolved the reported issue and restored the functionality of the system. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.